Event description:
Sling operation for stress incontinence about two years ago. Procedure findings: through and through erosion of mid-urethral sling extending from midline laterally to the left vaginal sulcus. Exposed mesh removed completely.